Event description:
It was reported that the powerpicc full french guidewire fractured and needed to be removed. Customer stated there was no impact to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2381 showed one other similar product complaint(s) from this lot number.